Event description:
During a laparoscopic cholecystectomy, a blue speck was noticed on the end of the clip applier and when pulled out of the trocar no speck was found. Unable to see speck in the abdomen. Trocar flushed with saline and no blue speck was found. No serious outcome to the pt that we have identified at this point in time. Diagnosis or reason for use: chronic cholecystitis.